Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 18-sep-2020, UDI#: (B)(4). Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the physician decided to post dilate the distal end of the valve using a 24 millimeter (mm) non-medtronic balloon to decrease the moderate paravalvular leak (pvl). Post dilation, the valve moved proximal from the annulus into the ascending aorta. The physician attempted to snare the valve and into the descending aorta with no success. A second valve was placed through the existing valve into the annulus. The second valve was successfully deployed. The patient's blood pressure remained low, but recovered. The patient was placed on extracorporeal membrane oxygenation (ECMO) for support. It was reported that the patient died shortly after the procedure while remaining on the operating table. The cause of death was unknown. It is unknown whether an autopsy was performed. Per the physician it was unknown if the valve cause or contributed to the death.